Event description:
It was reported that one day post implant of the right atrium (ra) lead, there were changes in the threshold and p-waves and the right ventricular (rv) lead had changes in r-waves. The physician reassessed the patient and the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.